Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an enhanced full height cubie drawer did not open. A field service engineer replaced the slides, rebooted the station and cleaned the electronics drawer and the area around the communication sled and power supply. Then, the fse checked the medications, removed the debris from the bottom edge of the back panel, reseated the bus cable connections on all drawers, inspected all cables and tested all drawers in the main cabinet using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.